Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (quotation): "vent turned off while on a patient, staff manually bagged the patient off the ventilator. Alarmed with tf 485001, tf 446029, tf 446028, and te 246009. No patient harm occurred according to the staff." The investigation to verify the allegation is still in progress.